Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. The device was scrapped without full investigation into the failure mode. However, based on the reported problem the most probable cause was either a cracked tank cover from overtightening or a cracked reservoir from impact damage or sometimes a worn interlock block o-rings or tank cover gasket. A device history record (DHR) review was not performed as the product was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: h6. Clinical signs and symptoms or conditions, corrected.

Manufacturer narrative:
UDI is unknown. No product information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warming device was leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.